Manufacturer narrative:
The manufacturer was previously reported a correction follow-up report (tw (B)(4), 2518422-2023-28308-1) stated that the report was not reportable due to corrosion. But, the report was reportable due to visible foam particles. The correct verbiage should be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The third-party service center found the evidence of contamination from cigarette smoke or insect infestation, found the evidence of fluid contamination and also found contamination of foam particles inside the blower kit. Additionally, the patient¿s complaint was confirmed, and the device was corroded. The device was scrapped. Initial report MDR 2518422-2023-28308 was correctly filled.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The third-party service center found the evidence of contamination from cigarette smoke or insect infestation, found the evidence of fluid contamination and also found contamination of foam particles inside the blower kit. Additionally, the patient¿s complaint was confirmed, and the device was corroded. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap st30 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.